Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(6) for evaluation. The customer's report was observed and attributed to a faulty battery well. The battery well was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.